Manufacturer narrative:
The pod was received with the cannula fully deployed. Inspection of the needle mechanism assembly found no evidence of any damage or manufacturing deficiencies that would result in cannula dislodge. A root cause for the reported cannula dislodge could not be determined. After investigating the pod, no source of fluid leakage was observed in the complete fluid path of the received pod. The exposed portion of the soft cannula was found to be kinked. It could not be determined when this damage to soft cannula occurred. Pod download data did not shown any signs of struggle or pulse width increase that would indicate a failure to deliver insulin during operation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 349 mg/dl while wearing the pod between 4 and 24 hours. The patient reported cannula being dislodged, while wearing it on the leg. For treatment, the patient gave correction boluses.